Manufacturer narrative:
(B)(4).

Event description:
The customer reported that a patient with severe abdominal sepsis had a hi-lo tracheal tube placed. The balloon was deflated and the patient aspirated. The sample will not be available because was destroyed by customer.